Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during the procedure, it was noticed that the stent dislodged. The stent dislodged during insertion and the device never entered the patient's anatomy. A second stent was used and the procedure was longer than scheduled. Reportedly, there was no patient injury. No additional event or patient information is available.